Event description:
Hcp reports repeated migration of catheter from intrathecal space. The pt then had symptoms of opioid withdrawal including nausea, vomiting, diarrhea, diaphoresis, and an increase in pain. X-rays were taken. The catheter was then surgically replaced and placed at a higher level. Hcp reported the outcome as unk.